Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a .014-in 5mm x 2cm 142cm aviator plus percutaneous transluminal angioplasty (pta) dilatation catheter got stuck in the benchmark catheter and could not be removed. The user had to remove the entire system as one piece instead of removing the balloon and catheter separately. There were no reports of patient injury. Additional information was requested but was not available. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82315357 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon withdrawal difficulty through guide/ sheath" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Interference or friction between devices (including all catheters, wires, sheath introducers, balloon/sds catheters) whether between one or multiple manufacturers product lines is a known occurrence. If resistance is encountered the system should be withdrawn together as one unit to prevent injury, as was done in this case. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the balloon of a .014-in 5mm x 2cm 142cm aviator plus percutaneous transluminal angioplasty (pta) dilatation catheter got stuck in the benchmark catheter and could not be removed. The user had to remove the entire system as one piece instead of removing the balloon and catheter separately. There were no reports of patient injury. Additional information was requested but was not available. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.